Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item # 42517000707 lot # 64474359 found it to exhibit signs of repeated use and is fractured on the medial side of the post feature. The post feature is fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
T was reported that a tasp was returned fractured on a worn instrument claim form. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.